Manufacturer narrative:
The device log files were provided to zoll for evaluation, however, there were no concerning technical failures found in the logs related to the reported malfunction. A field service engineer (fse) visited the customer site to evaluate the device. The fse was unable to confirm or duplicate the reported malfunction during the evaluation. The device passed a full calibration, circuit and verification testing with no issues found.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that while the device was in use, the flow sensor on the device made an unusual noise and was delivering volumes higher than set. The respiratory therapist placed the patient on bipap and the device displayed a breathing rate of 115. The device was making a "sputtering" sound while applied on patient. There was no patient harm reported.